Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for pump error that is no motor movement or negligible movement. Retries to free a stuck motor failed. Customer states that they are not able to rewind the pump. Customer's blood glucose was 150mg/dl at time of incident. Customer advised to revert to back up plan per hcp's instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump was received with constant unexpected movement error alarm due to jammed motor gearbox. Unable to verify no motor movement error alarm due to unexpected movement error alarm.